Manufacturer narrative:
Investigation summary: two photos displaying a loose 3ml syringe with needle attached were received and evaluated. It was observed the stopper was not securely attached to the plunger rod, which was rejectable per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9305144 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll w/ndl 21x1 rb plunger stopper was deformed. The following information was provided by the initial reporter: "we received a syringe with the black stopper part of the plunger warped. It was a 3ml syringe".